Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed.

Event description:
Customer reported that their acuity shutdown spontaneously over the weekend. The screen had disk sector errors at boot up. Welch ally (wa) tech service performed troubleshooting and was unable to get the cpu to boot beyond the hd errors. Wa advised that they need to get a loaner for this as the hard drive is failing. Customer agreed and is returning for repair. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.